Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having burning sensation at the ipg site. The patient underwent an explant procedure. No further information was provided.